Event description:
It was reported that during ureteroscopy procedure, the did not fire due to a faulty laser, the fiber was replaced but it was unable to be work. The procedure was cancelled due to this problem. There was no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not available for analysis; therefore, no physical analysis of the product could be performed. The reported device allegation cannot be confirmed. Based on the information available the cause that contributed to the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during ureteroscopy procedure, the did not fire due to a faulty laser, the fiber was replaced but it was unable to be work. The procedure was cancelled due to this problem. There was no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted.